Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (hydromorphone) (5 mg/ml, 0.2499 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient was admitted to the hospital with overdose symptoms and the patient was administered narcan. A pump refill might have contributed to the pocket fill. Pump was accessed through fluoroscopy and about 1 cc of medication was withdrawn while the expected volume was 11.8 cc. The issue was resolved and patient status was alive with no injury at time of the report. No further complication was reported.